Event description:
Pt states that the battery door of his crono pump will not remain closed. The pump itself has not malfunctioned. Pt has not experienced any ade due to pump issue. New pump with a return box for the pump in question will be sent to the patient. Serial number of pump in question: (B)(4) due for maintenance 08/2018. No other information known.